Event description:
It was reported to philips that the host pc was defective, which would prevent the whole system from booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and identified that the host pc was defective. The review of system log files shows that the system was down for short period of time, which indirectly confirms a host pc malfunction. The defective host pc was returned to philips for failure analysis. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the host pc by the fse has resolved the reported issue and restored the functionality of the system. After replacement the system was returned to work in good working condition. The codes were updated based on the investigation outcome.